Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: mcs-p3-31-aoa-us transcatheter valve, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's pocket opened along the incision site, resulting in a pocket infection. The patient's implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.